Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine mini pen needle broke off during injection. The needle also scratched the patients skin, which caused some bleeding. Doctor advised the patient to visit the emergency room. The patient did not want to do that at that time. No medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ mini pen needle broke off during injection. The needle also scratched the patients skin, which caused some bleeding. Doctor advised the patient to visit the emergency room. The patient did not want to do that at that time. No medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: customer returned (1) 5mm, 31g bd pen needle without the tear drop label. Customer reported needle was lost with the morning injection. Not sure if in the site or on the floor; site is not tender. The returned pen needle was examined and it exhibited a broken patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle broken at pe. Potential root cause: manufacturing process - the presence of the deep indentation displayed in the epoxy and plastic hub area, created by the cannula shaft attests to the severe bending that possibly occurred during manufacturing process. The potential cause of the needle bent at patient end of cannula lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle bending and also potentially the hub breaking (being crushed). This issue occurred due to misalignment of the shield to the hub at the shielding station.

Event description:
It was reported that bd ultra-fine¿ mini pen needle broke off during injection. The needle also scratched the patients skin, which caused some bleeding. Doctor advised the patient to visit the ER. The patient did not want to do that at that time. No medical intervention was reported.